Manufacturer narrative:
Investigation of this event is ongoing. Reference:  salaun, erwan, anne-sophie zenses, marie-annick clavel, tania rodriguez-gabella, eric dumont, siamak mohammadi, daniel doyle et al. "Valve-in-valve procedure in failed transcatheter aortic valves." Jacc. Cardiovascular imaging(2018).

Event description:
As reported by our affiliates in (B)(4), per the article ¿valve-in-valve procedure in failed transcatheter aortic valves¿, a patient who underwent a tavr with a 26mm sapien xt valve 4 years prior by trans-carotid approach was referred for progressive dyspnea. Tte revealed a high transaortic mean gradient of 41mmhg. Transesophageal echocardiography showed valve leaflet thickening and hyperechogenicity, with restriction in leaflet motion and high turbulent flow jet. Noncontrast CT scan showed leaflet mineralization. The heart team decided to implant a 29mm corevalve evolut r through a left transcarotid approach. Despite the somewhat low implant depth of the corevalve evolut r, its stent did not hinder the anterior mitral leaflet. The aortic mean gradient was low (9 mmhg) and no aortic regurgitation was observed.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02462, 2015691-2018-02463, 2015691-2018-02464, 2015691-2018-02465. The device is not available for evaluation as it remains implanted in the patient. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, there is insufficient information to determine the cause of the valve calcification as no additional details were provided by the authors. However, it is possible that it may be the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).